Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp and was unable to reproduce the reported issue. The fse performed all calibration, functional and safety checks to meet factory specifications. Unit passed all calibration, functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that while in use on a patient, the cs300 intra-aortic balloon pump (iabp) could not detect the arterial pressure (ap). The iabp was replaced immediately. There was no patient injury or adverse event reported.

Event description:
It was reported that while in use on a patient, the cs300 intra-aortic balloon pump (iabp) could not detect the arterial pressure (ap). The iabp was replaced immediately. There was no patient injury or adverse event reported.